Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and solyx was implanted; and on (B)(6) 2012, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent excision of abnormal granulation tissue and mesh on (B)(6) 2011 and (B)(6) 2012 due to abnormal granulation tissue of the vaginal and dyspareunia and excision of mesh on (B)(6) 2013 due to dyspareunia, incontinence issues and mesh extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary retention, urinary frequency, nocturia, and ureteral obstruction.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced bowel problems, organ perforation, infection, bleeding, and other. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.